Event description:
We have a chronic pt that has multiple issues. He is home on a dilaudid infusion per a cadd pump. The pharmacy that fills his meds talk to us on a regular basis regarding his refills. I knew his settings well. He was admitted to the hosp for pain on a wednesday evening around 10 pm. The resident called us in the morning and asked if we knew his pump was infusing at a different rate than our service had ordered. I told the physician that we would be around to see him after our long clinic day and that we did not order the different rate. He was admitted under the gi service and we were a consulting service. We went to see him at the end of the day (around 5 pm). It was discovered by our pain attending that the pt had not only somehow manipulated his infusion rate but was also giving himself multiple clinician boluses. We ended up having to secure his cadd pump ( a hosp pump) (after we confiscated his home pump) with a tackle box and padlock. Apparently, through a little research, we found that the code for a clinician bolus is the same throughout the us and the user's manual for the pump is available via the internet. It gives every direction for anything you may want to do to the pump. The code is not listed on the internet. I "googled" cadd pump and went to deltec.com where I found the manual. There is now a warning on the front page of the manual and I do not remember seeing that the first time our pharmacist showed me the web site. I am not sure how the pt got the code. But even with the code, he still has access to the manual. I see this as a huge area for improvement. This pt could have easily overdosed himself with that pump. He was discharged from the hosp and moved out of state.